Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device changeout, externalized conductors and oversensing noise were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.